Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was admitted to the hospital after device implantation. The patient did not have pain; however, the implant was exposed to the outside environment. There was surgical wound secretion with no confirmation of infection. Other parts were implanted at the time; condylar buttress plate 4.5mm and cortex screws 4.5 mm. The only implant that was removed was the cannulated locking screw. There was a report of an unknown prolongation of hospital stay. There was no report of a surgical delay. Per clinical evaluation of provided x-rays: it is not clear which side but all x-rays are of a comminuted fracture of the distal femur extending into the knee joint which has been treated with a condylar plate and screws. The fracture is not anatomically reduced in any of the x-rays. There is a single screw which looks like it has backed out ¿ the distance of displacement looks like it would be protruding through the skin. An additional two screws and the plate are also displaced. The fracture repair looks like it has collapsed ¿ there is an amount of bone chips also evident in the x-ray ¿ which would suggest that the fracture comminution was extensive and the bone quality is poor. This report is for an unknown screw. This report is for 2 of 4 complaint (B)(4).

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Device was not reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.